Manufacturer narrative:
Date of event was unknown, used the first of the month it was reported.

Event description:
It was reported that the physician requested a surgical review of an artificial urinary sphincter (aus) due to an unspecified prosthesis defect. No information was provided about the patient's outcome.